Event description:
During remote monitoring, episodes of under-sensing and noise were observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was in stable condition.